Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and to always use room temperature insulin. Customer changed pump supplies and ultimately reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was 500 mg/dl to intermittently displayed as "high"; however, specific value was not provided. Elevated bgs were addressed by changing the pump supplies and a manual insulin injection.